Manufacturer narrative:
Additional information: d9. Corrected information: e1. The device has been received and the investigation has been completed. The results are as follows: DHR results: the lot information for the implant was not provided therefore the DHR could not be reviewed. Stock product reviewed results: the lot information for the implant was not provided therefore the stock could not be reviewed. Investigation methods/results: the device was returned but not in the original package. The implant was verified to be a hahn tapered implant ø3.5 x 10 mm (70-1154-imp0005) using the radiographic template (pk-209-062515). There was no defect or non-conformity observed and the threads were intact. Matter was observed in the treading of the implant. Root cause description: the root cause cannot be explicitly determined. Per the reported information, an infection and swelling had developed. This may have been a residual risk as a result from the placement of the implant as the patient has no known medical history. IFU 570 rev 4 (hahn tapered implant system) contains the following statement in the warning section: "absolute success cannot be guaranteed. Factors such as infection, disease, and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." Manufacturer reference #: (B)(4).

Event description:
It was reported by a healthcare professional that the hahn implant was removed due to an adverse event. The patient's bone type was reported as type ii. The patient presented for implant placement on tooth position #4 on (B)(6) 2023. The provider reported that four weeks after placement, swelling occurred and the patient experienced enough pain and discomfort to ask that the implant be removed. The patient reported she had "constant tender to site". It was also reported that infection developed after four weeks. There was no infection on the date of implant. The reported device was explanted on (B)(6) 2023 and the symptoms resolved after device removal. The patient was reported as "doing well".

Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference: (B)(4).